Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: device interaction/functional. Visual inspection: the received plate is intact and in a good condition. There are just slight scratches at the screw interface visible for the attempts to put the plate on the damaged dhs/dcs screw. Investigation conclusion: the received plate is undamaged and the relevant features are within the specification. The evaluation has shown that the complained malfunction was caused by a deformation at the also received dhs/dcs screw, therefore is the complaint rated as unconfirmed for the received plate. The root cause was identified during the performed cq evaluation in pi-(B)(4) and therefore the in the investigation flow listed remaining investigation steps are not required for this intact plate. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 02.224.224s, lot: 4l08182, manufacturing site: grenchen, release to warehouse date: april 23, 2019, expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes, reports an event in (B)(6) as follows: it was reported that, on an unknown date, implants couldn´t be attached/assembled as the threads were broken. No further information is available. This complaint involves two (2) devices. This report is for one (1) 135 deg lcp dhs plate-standard barrel 4 holes/92mm-sterile. This is report 2 of 2 for (B)(4).